Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The reported patient symptom of minor injury is a known risk associated with implant of these devices as indicated in the instructions for use. According to this information, a probable cause of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor energy therapy. Two injections were performed on the right and left lobes, without bleeding in each case. No injection was performed in the middle lobe. The procedure was completed without patient complications. Six months later, the patient experienced an unspecified minor injury; therefore, medication was administered for treatment. According to the physician, the relationship of the event to the device is unrelated.

Manufacturer narrative:
Correction to field h6: impact code description. Boston scientific concludes that the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary problem is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient underwent a water vapor energy therapy. Two injections were performed on the right and left lobes, without bleeding in each case. No injection was performed in the middle lobe. The procedure was completed without patient complications. Six months later, the patient experienced urinary problems; therefore, medication was administered for treatment. According to the physician, the relationship of the event to the device is unrelated.